Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room due to high blood glucose level. Customer¿s blood glucose level was 481 mg/dl at the time of incident. Customer was not using auto mode. Customer was not okay to troubleshooting. The device will not be returned for analysis.